Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A surgery was performed. The device was explanted. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed the first cylinder had a hole at the corner of a fold in the distal end, a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end, wear at a fold in the middle of the cylinder, and a leak at the corner of a fold in the distal end. Microscope inspection revealed the second cylinder had a hole at the corner of a fold in the distal end, wear at a fold in the middle of the cylinder, and a leak at the corner of a fold in the distal end. Microscope inspection revealed the reservoir had wear at a fold in the reservoir shell and passed the leakage test. Under microscope observation, contamination (bodily fluid) was found within the ms pump, which also had scaling on the block and krts; the ms pump passed the leak test. Based on the information available and analysis results, the allegation of a mechanical issue was most likely determined to be leaks at the corners of folds in both cylinders during testing, a conclusion code of cause traced to component failure was assigned to this investigation.